Event description:
Additional information was received that the tip end was ruptured with onyx.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient suffered from an aneurysm of the anterior communicating segment of the internal carotid artery. When the surgeon was preparing for shaping, after many attempts, the shaping needle was still unable to enter the tip end of the echelon microcatheter. When taking it out, it was found that the tip end was ruptured. The catheter was ruptured (intact) in the distal portion. Aside from the rupture, there was no damage observed on the catheter. There was no injection. After replacing it with a new echelon microcatheter, the shaping process went smoothly. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery with a diameter of 10mm. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch and within a dispenser coil. The guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. A small amount of dried blood was found within the micro catheter. The micro catheter was found kinked at ~15.8cm from the proximal end. The distal echelon-10 catheter was found with evidence of steam shaping. The distal tip and marker band were found damaged and crushed. The micro catheter was found with the catheter wall thinning proximal to the marker band. No visible punctures or ruptures could be found visually. Testing/analysis: the total length was measured to be ~156.2cm, and the usable length was measured to be ~148.2cm which is within specification (specification: total (ref) = 155cm, usable: 147cm ±1.5cm). The echelon-10 micro catheter was flushed, and water did not exit the distal end as it was found occluded. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ could not be confirmed as no visible punctures could be observed. The distal tip and marker band were found crushed, which would cause the reported difficulty in tip shaping. Possible causes for catheter crushing are patient vessel tortuosity, guidewire removed aggressively, incompatible guidewire, catheter entrapment, or user advances/retracts against resistance. Customer reported the rupture occurred during tip shaping, however, also reported rupture occurred during onyx injection. No onyx was found within the micro catheter; however, a small amount of dried blood was found within the micro catheter. As the unknown guidewire used in the event was not returned, any contribution of the guidewire towards the catheter puncture could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. H6. Coding updated based on analysis findings and all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.